Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 3.0 cm diameter left common iliac aneurysm. It was reported that during the procedure, the surgeon stated that the right common iliac was perforated by the introducer wire. The surgeon commented that the wire went in the patient smoothly but the surgeon had trouble directing it into the aorta. It was when the physician had difficulty passing the pigtail catheter over the wire that the surgeon suspected an issue. The physician performed an angiogram which showed the wire was not in the aorta. The patient remained stable during the procedure. The perforation was covered effectively by placement of the bifurcated graft and extension of the ipsilateral limb to the right internal iliac. The ipsilateral graft extension was placed just proximal to the take-off of the internal iliac artery, so the right external iliac artery was not covered. Final angiogram showed that both of the right internal and external iliac arteries were open. A sentrant sheath was used in the ipsilateral side once the limb extension was deployed and the delivery system was removed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (treatment of iliac aneurysm, treatment of perforation).